Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came back to emergency department post-operatively with a hemorrhage, and complaints of facial pulling. A CT scan was taken and it showed the blood was reabsorbed. They were cleared to go home. Unknown if any factors led to the issue. The issue was resolved. Additional information was received reporting that the hemorrhage was located on the left side and was a interventricular cerebral hemorrhage. This was confirmed with the physician.